Manufacturer narrative:
The "date of this report" and the "date received by MFR¿ provided in the initial report were incorrect. The correct dates have been provided in this report.

Manufacturer narrative:
The insulin pump passed the operating currents measurement, self-test, unexpected error test, displacement, rewind, basic occlusion, prime and excessive no delivery test. Pump was monitored for several days and no blank display anomaly noted. No damage found on c13/lcd isolation tape. No moisture damage on the electronics noted. Motor error alarm during the occlusion test due to corroded motor home switch. Pump had cracked case at display window corner, battery tube threads and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 112 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.